Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 14. ¿pain.¿ 15. ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02004.

Event description:
Patient¿s legal counsel reported patient was revised approximately 5 year post-implantation due to patient allegations of pain and lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient¿s legal counsel reported patient was revised approximately 5 year post-implantation due to patient allegations of pain and lack of mobility, and elevated metal ion levels. Additional information received in revision operative reported noted some corrosion at the base of the head. There was also significant corrosion product/staining on the trunnion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11297, 0001825034-2017-11299. Reported event was confirmed through review of medical records. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following information is being submitted to relay additional information. Concomitant products - part: us157852 name: m2a-magnum pf cup 52odx46id lot: 867630. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.